Manufacturer narrative:
During inspection and testing, service found the image was noisy and the image was lost temporarily. A review of the device history record found no deviations that could have caused or contributed to the reported event. The device was shipped according to the specifications. Based on the results of the legal manufacturer's investigation, it is likely the image issue was caused by failure of the image sensor unit, a board inside the video connector, or a problem on the system side. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. In addition, there was an air leak at the distal end due to deterioration, there was excessive angulation due to elongation of the angle wire, and the adhesive at the distal end was chipped due to deterioration. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
The customer reported there was noise in the image from the scope. Additional information was requested regarding the reported event. No additional information was provided. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the image was noisy and the image was lost temporarily. This report is being submitted for the malfunction found during evaluation (temporary loss of image). There was no harm or user injury reported due to the event.